Manufacturer narrative:
Results: the embolization coils were unraveled due to a fractured stretch resistant (sr) wire and tangled together. Conclusions: evaluation of the returned devices revealed the sr wires of both embolization coils were fractured, and the embolization coils were damaged and tangled together. Sr wire fracture typically occurs due to forceful withdrawal of the ruby coil against resistance. Since the px slim, pusher assemblies and introducer sheaths were not returned for evaluation, and because the embolization coils were tangled together and could not be separated, the root cause of the resistance experienced by the physician could not be determined. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00162.

Event description:
The patient was undergoing a coil embolization procedure in the hypergastric artery using ruby coils. During the procedure, the physician had difficulty advancing a ruby coil (lot # f44429) out of a px slim delivery microcatheter (px slim) and into the target vessel. While the ruby coil was being retracted, it unintentionally detached inside the px slim. The physician removed the px slim and withdrew the ruby coil from it. Other ruby coils were then successfully deployed and detached into the aneurysm until the physician attempted to deliver a new ruby coil (lot # f43120) and had difficulty advancing this ruby coil. While this ruby coil was being retracted against tension, it unintentionally detached inside the px slim. The ruby coil was removed and the procedure was successfully completed using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.